Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 11-173662, m2a modular head, 601630, x11-170314, integral x-series hip system, 024300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05961.

Event description:
It was reported that the patient's right hip was revised due to pain, audible noise, and elevated cobalt and chrome levels. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.